Event description:
The device was explanted due to reported infection and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: law081464v outer insulation separation; proximal segment returned for analysis.